Manufacturer narrative:
(B)(4); the explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated at the recent follow-up. There were no device issues observed at the follow-up in june. Two programmers were tried, without success. A programmer was downgraded to the previous software version but interrogation was still unsuccessful. A magnet applied to the device produced beeping tones. A boston scientific technical services consultant provided steps for performing a device reset, but this also did not resolve the issue. The patient was released and scheduled to return on monday. When the patient returned, the device was still unable to be interrogated. A magnet was applied to the device for a few seconds, and when the magnet was removed the device emitted 16 beep tones. This indicated an error code was present in the device. A magnet reset was performed again and was successful, and the device was finally able to be interrogated. Engineering review of device data confirmed a charge time (CT) error code that was triggered after the device attempted to perform a scheduled lead impedance measurement. During the lead impedance measurement, the device was able to charge the correct amount of energy; however, the result was not interpreted appropriately by the device and the CT code was recorded. The alert can be reset and the device remains able to provide tachycardia therapy. In this case, device replacement was still recommended because this error will recur at the next scheduled lead impedance measurement. This is suboptimal device function, as the device will beep 16 times every nine hours until the alert is reset again. While the alert is active, the device will be unable to provide warning should any other device issue occur. The device was explanted and replaced without issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); upon receipt, the device was thoroughly evaluated. External visual inspection noted several dents and tool marks on the device case. The dents impacted internal components and the device failed several automated tests. Interrogation in the laboratory was successful, with no problems observed. A review of device memory was performed, which confirmed the charge timeouts began on november 10, 2017 and persisted until explant on december 7, 2017. On the date of the follow-up, there were no session times recorded, and there were several magnet applications observed. It was noted the radio frequency (rf) wakeup test found all wakeups were longer than expected, at greater than 2 to 3ms. Charge timeout alerts occur when the device attempts a lead impedance measurement but the capacitor voltage has not reached its decreased target value (i.e., 0.5 volts) in a prescribed amount of time. We suspect this was due to an incorrect measurement reading as a result of micro-contaminant between adjacent connection components on the hybrid circuit. This issue does not impact high voltage charging or shock therapy delivery, only the device's ability to measure impedance measurements. Sq-rx¿ devices are no longer being manufactured. The newer generation devices (emblem¿) have hardware and firmware design changes to mitigate the possibility of the above-described behavior.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated at the recent follow-up. There were no device issues observed at the follow-up in june. Two programmers were tried, without success. A programmer was downgraded to the previous software version but interrogation was still unsuccessful. A magnet applied to the device produced beeping tones. A boston scientific technical services consultant provided steps for performing a device reset, but this also did not resolve the issue. The patient was released and scheduled to return on monday. When the patient returned, the device was still unable to be interrogated. A magnet was applied to the device for a few seconds, and when the magnet was removed the device emitted 16 beep tones. This indicated an error code was present in the device. A magnet reset was performed again and was successful, and the device was finally able to be interrogated. Engineering review of device data confirmed a charge time (CT) error code that was triggered after the device attempted to perform a scheduled lead impedance measurement. During the lead impedance measurement, the device was able to charge the correct amount of energy; however, the result was not interpreted appropriately by the device and the CT code was recorded. The alert can be reset and the device remains able to provide tachycardia therapy. In this case, device replacement was still recommended because this error will recur at the next scheduled lead impedance measurement. This is suboptimal device function, as the device will beep 16 times every nine hours until the alert is reset again. While the alert is active, the device will be unable to provide warning should any other device issue occur. The device was explanted and replaced without issue. No additional adverse patient effects were reported.